Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic procedure. The device was unable to be fired. The surgeon could press the green firing button and squeeze the handle. The case was completed using a new reload successfully. No patient injury.